Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2025, information was received from an healthcare professional (hcp) and patient family member, via a manufacturer representative (rep), regarding a patient receiving dilaudid (concentration 1, dose 0.1 mg/day) via an implantable pump. Other medications include eliquis. It was reported the patient complained of increased pain and weakness in legs. The daughter stated the patient has been in excruciating pain since the pump implant. Bruising was noted at the pump site and extended to patients side. The family brought the patient to the emergency room (ER). The ER physician spoke to the implanting doctor who recommended magnetic resonance imaging (MRI). The facility was not able to perform an MRI, so the patient hada computed tomography (CT) scan done on tuesday ((B)(6)2025). The patient was taken to another facility on the date of this report ((B)(6)2025) and an MRI was done. The facility contacted the rep to do a post-MRI interrogation. The pump showed motor stall and recovery "at appropriate interval". The patient's daughters stated the patient has been in a lot of pain since surgery. The MRI technician stated patient had much difficulty laying for two level scan. The physician reported the MRI showed an epidural hematoma. The physician was unsure if a surgeon was going to decompress the area or w hat was going to happen. Environmental, external, or patient factors that may have led / contributed to the issue were "patient had pump implant. Patient take eliquis." The issue was not resolved at the time of this report. On 2025-mar-10, additional information was received from the rep. It was reported a medical assistant (ma) at the doctor's office called the patient's daughter on thursday to follow up about patient. The daughter informed the ma that the patient was going into surgery in a few hours. It was reported that the neurosurgeon removed pump and catheter during surgery. No further information was known at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.